Event description:
Patient reported right side "about a month ago has felt uncomfortable, pain and sharp pain. Patient did mammogram and magnetic resonance imaging (MRI) which showed device rupture". The event of "tested positive for covid-19" is not related to the device. The device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture, pain, anxiety-product/procedure and infection(late onset)-ndr was reviewed on 06-oct-2020. Visual analysis of the photographs identified: device is seen ruptured. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern about recall.

Event description:
Patient reported right side rupture, "uncomfortable, pain and sharp pain". Healthcare professional reported "prosthesis is multi-septate, multiloculated" and that, due to the recall, "patient considered the association with bia-alcl to be explanted." The device remains implanted.